Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, a 23mm trifecta¿ gt valve was implanted in the patient's aortic position. Severe aortic regurgitation occurred on the patient; a tear in the lcc was suspected. A re-do avr is planned to be performed, however has been delayed and it is unknown when the surgery will take place. The patient is in stable condition.

Manufacturer narrative:
An event of regurgitation and a suspected leaflet tear was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 23mm trifecta gt valve was implanted in the patient's aortic position. On an unknown date, severe aortic regurgitation was reported. On (B)(6) 2020, the trifecta gt valve was explanted and a competitor's 23mm inspiris resilia aortic valve (edwards lifesciences) was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
An event of valve explant due to aortic regurgitation was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, two photos were received for analysis. Based solely on the aforementioned photos, a leaflet of the valve appeared to be torn, which could lead to the reported regurgitation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.